Event description:
The following was reported to hamilton medical ag: the unit didn't boot.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
It was reported that the device did not boot up during non clinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective esm (electronic system module) board. After replacing the esm board, all tests passed, and the device was released back into use.